Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath clear was selected for use. The sheath was prepped and flushed on the table, with no leaks observed. After crossing the septum and removing the dilator, a catheter was inserted. Upon aspirating and flushing with a syringe, a leak was detected. The sheath was replaced. The procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath discovered a leak at the flush luer where the luer bonds to the stopcock, compromising the sheath's ability to seal pressure and fluid within the device. This defect was confirmed as the primary cause of the reported allegation. Inspection of the hemostatic valves found the external valve torn by the center slit on the inner face which compromised the valves<change> ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath and would have also contributed to the allegation of this event.

Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath clear was selected for use. The sheath was prepped and flushed on the table, with no leaks observed. After crossing the septum and removing the dilator, a catheter was inserted. Upon aspirating and flushing with a syringe, a leak was detected. The sheath was replaced. The procedure was completed without any patient complications. The device is expected to be returned for analysis.